Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date

Event description:
It was reported that the patient's battery status is currently low and they recently presented with an increase in seizures. No other relevant information has been received to date.